Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.13 on a pt. I-stat (B)(6) 2011, time: 16:45, result: draw; 16:51, 0.13 whole blood; 17:03, 0.00 whole blood; 17:16, 0.00 plasma. Roche (lab): time: unk, result: <3.00. Customer states the sample was sent to the lab from (B)(6) 2011 as a frozen aliquot labeled as lithium heparin plasma. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).